Manufacturer narrative:
Initial reporter phone#: (B)(6). (B)(4). Investigation summary: customer returned photos of a 1/2cc, 8mm, 30g syringe with a poly bag from lot # 9112567. Customer states that when removing the shield she noticed a drop on the tip of the needle. For that reason she discarded the material. The attached photos were examined and exhibited some material on the cannula. It is difficult to determine the identity of the material solely from the photos. A review of the device history record was completed for batch# 9112567. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertain to the complaint. Occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter (on needle tip) on lot # 9112567. A review of (B)(4) indicates that the potential risk of this specific reported incident (syringe, foreign matter) was captured and addressed appropriately. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure root cause description: root cause cannot be determined at this time as it is difficult to determine the identity of the material on the cannula solely from the attached photos. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a "drop" was noticed on the tip of the bd ultra-fine¿ ii insulin syringe needle before use when removing the shield. The following information was provided by the initial reporter, translated from (B)(6) to english: "consumer complains that when removing the shield she noticed a drop on the tip of the needle. For that reason she discarded the material."